Manufacturer narrative:
(B)(4). G2 : foreign country: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile blister was found deformed when opening the package of the femoral component. The sterile blister was sealed, so the surgeon thought the sterility was still intact and he used the product for the surgery. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photos and returned product found the sterile packaging exhibits damage visually consistent with thermal damage. The tyvek seal is lifted on a small area of the outer blister seal. Sterility is considered breached. The device was used to complete the procedure. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.